Manufacturer narrative:
The uninterruptible power supply (ups), product ID: 9735787r ln: 23470018, was returned for analysis. Analysis found no fault with the returned device. The ups was tested along with a known good battery. The ups was unplugged from ac power and continued to run under battery power for the programmed 11.5 minutes before shutting down as programmed. Applicable codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system experienced an unexpected shutdown.  The site had reported that both the main cart and the camera cart experienced an unexpected shut down. A manufacturing representative (rep) was able to recreate the unexpected shutdown of the camera only. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: product ID: battery 9735771 24v s8 svc; product ID: ups 9735788 camera cart s8 svc (ln: 23450010); product ID: battery 9735773 48v s8 svc; product ID: ups 9735787 main cart s8 svc h3, h6: the ups 9735788 camera cart s8 svc (ln: 23450010) was returned for analysis. Analysis found no fault with the returned uninterruptible power supply (ups). The ups was tested with a known good battery for 24 hours and no issues were found during testing. The ups was unplugged from wall power and continued to run under battery power for the set 11.5 minutes before shutting down as programmed. Applicable codes: b01, c19, d14 the ups 9735787 main cart s8 svc was returned for analysis, however, analysis had not been completed at the time of this report. Applicable codes: b21, c21, d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) and batteries were replaced and the issue was resolved. The battery 9735773 48v s8 svc was returned for analysis and determined to be malfunctioning causing the reported event. B01 c02 d02 apply the ups 9735788 camera cart s8 svc, ups refurb 9735787r main cart s8 svc were returned for analysis and determined to be functioning as designed. B01, c19, d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.